Manufacturer narrative:
The pro padz liquid gel radiolucent electrodes were not received at zoll for evaluation. The lot number of the pads was not provided; therefore retained sample testing could not be performed. No clinical data or photographs of the patient's burn were provided. Poor adherence and /or air under the electrodes can lead to the possibility of arcing and skin burns. Our electrode labeling calls out the importance of good placement on the patient and provides instructions for proper electrode application technique. Good skin preparation does not guarantee a burn will not occur and burns from defibrillation is an expected risk.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Patient sustained burnmarks, no information provided on the degree of burn the patient received.